Manufacturer narrative:
Unable to verify software due to critical pump error (open book). Device received with critical pump error (open book) due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No moisture damage on the keypad traces or keypad dome switches noted. No blank display noted. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer went swimming and pump started alarming so she took battery out and pump wont come back. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Insulin pump had critical pump error and open book image on screen. Customer stated that the insulin pump did not received any alarm before the open book image was displayed on the screen. Insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.